Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 700cc gel prosthesis, catalog: 3507004bc, serial number: (B)(4), lot: 5613907. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast reconstruction revision with a mentor memorygel breast implant 700cc gel prosthesis. Bilateral rupture was diagnosed post procedure through a physical examination. In addition, bilateral capsular contracture of unknown baker grade was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 700cc gel prostheses on (B)(6) 2018. This report is for the right breast prosthesis.